Manufacturer narrative:
(B)(4). The device sample has not been returned to the manufacturer for investigation at the time of this report. The manufacturer will continue to monitor and trend related events.

Event description:
Alleged event: it was reported that during the surgery when the surgeon proceeded to ligate the bile duct the clips that he applied did not close. Larger size clips were used to complete the procedure. The patient's condition was reported as unknown.

Manufacturer narrative:
(B)(4). One (1) applier of catalog number 543965 auto endo5 ml was received used, opened without original package, lot # 73l1400009 was confirmed with sample received. During visual inspection it was observed that components looked well assembled, trigger component is slightly pre-activated, no stuck clip in jaws. Functional inspection: applier was fired , and clips closed & released properly. No quality issues were found during testing; therefore, failure more clips do not close reported by customer was not able to be duplicated during functional inspection. In addition the clip indicator was loaded into the jaws applier samples received did not confirm the defect reported by the customer clips do not close. A functional inspection was performed with the remaining clips received, the device worked properly; applier was activated in different forms and no quality issues were found. Therefore, a corrective action is not required at this time. In addition, all products are 100% tested by manufacturer and this defect would have been detected during the functional testing.

Event description:
Alleged event: it was reported that during the surgery when the surgeon proceeded to ligate the bile duct the clips that he applied did not close. Larger size clips were used to complete the procedure. The patient's condition was reported as unknown.